Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that vent filter analysis showed evidence of bearing wear. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer; however, the manufacturer was unable to conduct an investigation of the returned device because it was reprocessed per procedure, as it was returned as a non-complaint lvad approximately nine months prior to the manufacturer receiving the complaint. Due to the latent filing of the report, no conclusion can be drawn as to the root cause of this event. No further information is available. The manufacturer is closing its file on this event. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.